Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 alarmed and lost monitoring on the supporting automated impella controller. The alarm self resolved. A back up controller was available should it be needed.

Manufacturer narrative:
D6a and d6b: added implant and explant date. D9: updated devices return status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.